Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a dissection occurred in the coronary sinus during the implant procedure. The left ventricular (lv) lead stopped moving over the guidewire when being advanced in a lateral branch. The lead and catheter were removed. No further patient complications have been reported as a result of this event.